Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was received engaged with the subject instrument. Visual evaluation of the reload noted that it was fully fired with the knife bar retracted. Additionally, the staple pushers were observed to be sub-flush with the cartridge surface. The root cause was identified as improper use. The file will be closed as a misuse by the user. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, when the hepatic vein was severed, the reload was not able to be removed from the handle, the stapler was able to fire and the jaws of the device locked on tissue. After converting from minimally invasive to open surgery, the doctor replaced another new handle and reload to sever the tissue that was stuck. There was an unanticipated tissue loss and tissue damage as a result of the problem. Hospitalization was needed to be extended. There was blood loss of more 500 cc and the patient received blood transfusion. The surgical time was extended by thirty minutes or more and the incision was extended by more than one inch. The tissue loss was repaired by an endoscopic minimally invasive hepatectomy an additional staple had to be used to disconnect the stuck hepatic vein. There was patient injury.